Manufacturer narrative:
The electronic history record from the actual device involved in the incident was evaluated. Result: the record indicates that, while connected to a pt simulator during routine maintenance, the device began to charge and then cancelled a shock. No conclusion can be made at this time and coordination efforts have been implemented for return of the equipment.

Event description:
It was reported that during routine maintenance testing with a pt simulator, the device failed to deliver a shock. There was no pt involvement.